Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump showed system fault 45639. The issue was discovered during testing. There was no patient involvement.

Manufacturer narrative:
H3: one device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The reported issue was confirmed through power up test. An error displayed when the device was powered on. The root cause of the issue was a defective printed wiring assembly (pwa). Further investigation identified that the motor odometer was unknown. The pwa was replaced. The motor was also replaced as preventative maintenance measure and was reset odometer to zero. The downstream occlusion and upstream occlusion sensors were calibrated. A performance verification testing (pvt) was performed, and the device passed all testing criteria. Software was updated and the device was reset to standard configuration.